Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray lamp did not work on the system. Upon further troubleshooting actions, the fse found that the issue was related to the light near the flexvision monitor. Fluoroscopy was always on; the yellow light on the handle of the flexvision monitor was off. The fse reconnected the auxiliary connection box and interface board on the monitor suspension. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the s at the x-ray lamp did not work on the azurion 7 m20 system. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.